Event description:
It was reported that after the intra-aortic balloon was inserted and connected to the pump, it was noted that the tip of the bladder did not inflate. The intra-aortic balloon was removed and replaced. There were no pt complications.